Manufacturer narrative:
Failure analysis noted that the pump had no down button response due to flattened dome switch. The pump had minor scratched display window, cracked display window corners, broken belt clip slot at battery compartment, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 127 mg/dl. The customer stated that the bottom arrow was not working and the plastic where the battery sits was cracked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.